Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the device, unit was shut down after a loud pop sound. Several attempts to turn back-on the unit failed.

Manufacturer narrative:
The reported field event of the inability to power-on was confirmed in the laboratory and was due to a failed power supply. The cause of the failed power supply was hardware failure.